Event description:
A (B)(6) male admitted for depression with a phm of colon cancer. While the patient was under anesthesia on (B)(6) 2011 for right unilateral ect, the doctor was unable to deliver treatment due to increased impedance and the treatment was aborted. Biomed notified for evaluation, inspection and repair of the equipment. Machine functioning properly when checked by biomed and was subsequently used on (B)(6) 2011 for ect treatment. The ect machine was sent to the manufacturer for a planned software upgrade. A loaner machine is being used for ect treatments without issue.